Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h4; h6. Review of the reported event by a health care professional found: it was reported that a patient slipped and fell, leading to a periprosthetic femoral fracture. As the complaint indicates, the patient sustained an external trauma that caused the complication with no allegations against the device prior to the event. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
(B)(4). G2: australia h6: proposed component code: mechanical (g04) ¿ stem. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately one-month post-implantation due to a periprosthetic femoral fracture around avenir complete stem after slipping during rehab. The cup was noted to remain stable. It was confirmed that no further information could be provided.